Event description:
Reporter indicated a vns patient had a "very strong seizure" and went to the emergency room. The patient was sent home and was reported as "doing fine." Medication was changed as an intervention. The vns was reported to be functioning properly when the patient was seen in the office on (B)(6) 2011. Attempts for further information are in progress.

Event description:
Reporter indicated that the patient's increased seizures were less than pre-vns baseline levels, and the seizure increase was due to disease process and not vns. The patient has generalized seizures only. The "very strong seizure" the patient experienced was not a new seizure type per the reporter. Medication levels were checked and medication was adjusted as interventions for the increased seizures.